Event description:
Customer's parent called to report the patient was hospitalized for high bgs and pump had an alarm. Bgs were treated with insulin drip and customer was disconnected from the device at the time of call. Troubleshooting was performed. The alarm continued and the lead screw was not moving. Device was not dropped, bumped, or exposed to moisture.